Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) visited the hospital after a syncope episode. The device was interrogated and found to have been operating in safety mode. A replacement procedure was performed, the crt-p was explanted and replaced with a new device. No additional adverse patient effects were reported.